Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/19/2015. The fse found that pinch valve pv21 was defective. The fse replaced the onch valve and the associated tubing, which repaired the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a bloody leak from the coulter lh 500 hematology analyzer. The volume of the leak was about 3 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.